Manufacturer narrative:
The customer reported receiving several "no sensor detected" alerts per day. The customer began experiencing this issue right from the day of sensor insertion on (B)(6) 2024. The signal strength fluctuated between "excellent" and "good", but then settled at good. The customer was initially advised to perform a placement test every night to prevent the alerts and also to secure the transmitter with an additional bandage. However, the issue persisted. The issue was then escalated to technical support team who determined that the issue could be with the transmitter and issued a transmitter replacement to help resolve the issue. The issue still persisted even with the new transmitter. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer scheduled an appointment for sensor removal on (B)(6)-2024. A new sensor was inserted on the same day to continue using eversense e3 cgm system. No further information was provided by the hcp to determine the actual root cause of the issue. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.

Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.